Manufacturer narrative:
This report is for three (3) unknown distal screws. The patient was initially implanted with three (3) 2.7mm locking screws, and three (3) 3.5mm cortex screws; however, it is unknown which of the screws backed out. Initial implant date is between (B)(6) 2016 (exact date is unknown.). Device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a lcp wrist fusion, straight plate, three (3) 2.7mm locking screws, and three (3) 3.5mm cortex screws on an unknown date between (B)(6) 2016. On an unknown date, the patient presented with a non-union and it was identified that three (3) of the most distal screws implanted in the patient had backed out of the bone. The remaining three screws and the plate remained fixed at the implant site. On (B)(6) 2016, the patient was returned to the operating room where the plate and screws were all removed intact. The patient was revised to another lcp wrist plate, four (4) 2.7mm locking screws, and two (2) 3.5mm cortex screws. The procedure was completed successfully and no adverse events were reported against the patient. Concomitant medical products: lcp wrist fusion, straight plate (part #: 02.110.152, lot #: 9928669, qty. 1); unknown synthes screws (part #: unknown, lot #: unknown, qty. 3). This report is for three (3) unknown distal screws. This is report 1 of 1 for (B)(4).